Event description:
Prior to an attempted novasure endometrial ablation, the physician performed a hysteroscopy and "it appeared as though there may be two passages". The physician then tried to remove a mirena (levonorgestrel-releasing intrauterine system), but could not locate it. "He did a scraping of a small tissue mass to see if perhaps tissue had grown over the mirena" and was able to locate and remove the mirena. The uterus was then sounded to 11cm and the disposable device was then inserted. The electrode array would not deploy and the physician performed a laparoscopy and "found a small perforation that was slightly bleeding". Exact location is unk. The physician cauterized the perforation and the pt was discharged home. A dilatation, sounding with a metal sound and removal of mirena (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or that instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by complainant, therefore expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been fully evaluated in pts with a uterine sound measurement greater than 10 cm. (B)(4).